Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. However, a pressure test was done but lead failed due to cut in outer insulation likely related to explant damage.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience muscle stimulation. Moreover, the lead exhibited elevated thresholds. The lead was explanted. No additional adverse patient effects were reported.